Event description:
On (B)(6) 2014, the distributer contacted animas and reported the pump stops by itself. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: a review of the black box history revealed no evidence of power loss. The battery cap contact height and width were found to be within specification. The returned battery cap secured tightly to the pump. The pump was exercised for 24 hours test with returned battery cap; no power loss or rebooting issues occurred during testing. No defects were found with the device and the reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.